Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer- additional information h6: adverse event problem - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to detached and missing sensor wire. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).